Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: ambient valve board. Correction: replaced ambient valve board. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: tightness test fail(release valve defective)/flow sensor fails.

Event description:
The following was reported to hamilton medical ag: summary: tightness test fail(release valve defective)/flow sensor fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: ambient valve board. Correction: replaced ambient valve board.